Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle in protective tubing was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported suction problem, fluid leak and the identified fracture issue, as cracks were observed on all four sides of the introducer needle hub. Multiple leaks from the introducer needle hub were observed upon infusion of the device and the needle did not fully aspirate water. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f are identified in d2 and g4. H10: d4(expiry date: 05/2022),g3,h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement through subclavian vein, the device allegedly failed to aspirate blood and leaked. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f are identified in procode and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during port placement through subclavian vein, the device allegedly failed to aspirate blood and leaked. There was no reported patient injury.